Event description:
It was reported that the atrial lead dislodged. The physician attempted to explant the lead, but was unable to get it free, and subsequently capped and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).